Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) was unable to turn on. There was no patient involvement.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h10. Ammended final MDR needed, root cause updated. Based on the evaluation results provided by the field service engineer, there was blood found in the unit. The blood ingress is the likely cause of the inability of the unit to turn on. Blood contaminated removed parts were disposed of, however the pump has not been repaired at this time due to the extensive damage. Blood back events are known issues that can occur when there is damage to the balloon membrane or inner lumen during use and blood is drawn into the pump, for example, due to continuously inflating/deflating the balloon against calcified plaque. Although this information was not explicitly provided as the blood was found inside the pump before its next use, it is likely this occurred during a prior procedure on the pump. Blood is able to enter the pump console as there is currently no design element to prevent blood in the pneumatic circuit from entering the device enclosure.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions), h10. Additional information: e1 (event site address: 5 lower kent ridge rd, enter the postal code : 119074, event site state: sg). A getinge field service engineer (fse) evaluated the unit and says when he was onsite assessing the unit, the unit cannot be turned on. Fse took the console out of the cart and blood was oozing out of the console and it can be shown below in the picture attached. Also fse states went onsite and disposed of the following parts, motor control board, fibre optics board, 2 x battery modules, printer assembly, pim and safety disk, compressor, power supply unit, backplane board, power reel, printer interface board, drive manifold, solenoid control board and power management board. The screen assembly, exec board and front end board together with the cart and chassis are stored temporarily. Working with factory on a complete unit replacement solution. As per factory instructions, the unit is recommended for condemn. The quotation is attached and provided to customer. Will open the so if the customer decided to repair the unit. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.